Event description:
It was reported that the patient was experiencing pain at the lumber spine which radiates to the right thigh. The patient describe the pain as aching associated with leg pain and tingling. It was also stated that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over five years based on the date the manufacturer became aware of the event.